Manufacturer narrative:
Evaluation, results: operational problem ¿ (severe calcification, 90% stenosis and excessive tortuosity). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ severe calcification, 90% stenosis and excessive tortuosity. Inherent risk of procedure. (B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. The lesion had been pre-dilated. Physician was attempting to use one endeavor resolute drug-eluting stent in a severely calcified and excessively tortuous lesion exhibiting 90% stenosis in the lcx. It is reported that the stent dislodged when passing through the lesion due to the morphology. The dislodged stent was not removed. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There were no patient clinical sequelae. Evaluation summary: the distal tip was frayed. The device was returned with no stent present. Crimp impressions were visible on the balloon. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.